Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that over the past few days the up, down and ok buttons are more sensitive to button presses. The patient reported that she unintentionally canceled boluses due to the pump being brushed up against something. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was fully intact with no peeling or damage observed. The down arrow key was hypersensitive due to a misaligned key contact. The pump cover was removed to investigate. No evidence of moisture or cold solder joints was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.